Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that the alleged power issue began in (B)(6) 2018. The patient informed the csr that she has brittle diabetes and that she manages her diabetes with lantus and humalog insulin taken on sliding scale. It was not reported if the patient made any changes to her usual diabetes management regimen due to the alleged issue. During the call, the patient reported developing symptoms of feeling ¿confused and tired¿ on unspecified occasions after the alleged issue began; symptoms she associated with a low blood glucose excursion. The patient reported consuming food in response to the symptoms. During the call, the patient attributed the symptoms to being unable to test her blood glucose due to the alleged issue. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that based on the patient¿s testing frequency and usage, the battery did not need to be recharged. The csr noted that the alleged issue was a recurring issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.